Event description:
The user facility reported that their flexible video colonoscope was "not focusing properly and the angulation was off" during a patient procedure. The device was exchanged for another which resulted in a short procedure delay. The procedure was completed successfully, and no report of injury.

Manufacturer narrative:
The device subject of the reported event was received by steris for evaluation on (B)(6) 2024. Upon evaluation of the device it was found that the near focus function was not working properly, and the angulation was limited. The device usage history indicated that this event occurred during the first use of the device after it was returned from repair. A review of the previous repair record showed that the angulation system had not been worked on at that time, however, there was a repair performed on the near focus system. The device passed outgoing quality inspection with no image abnormalities and/or angulation issues noted. The lab determined that the previously performed near focus repair was insufficient to fully resolve the near focus issue with the device. The lab determined that the angulation system tightness was related to wear from regular use, unrelated to the previous repair. The device was repaired and returned to the user facility on 11/4/2024. No additional issues have been reported.